Manufacturer narrative:
The device was returned to resmed and an investigation was performed. The device evaluation confirmed that when the power supply unit (psu) was connected to the astral, the external battery led indicator lit up instead of the ac power led. The investigation determined that the device failure to accurately detect the power source was most likely due to an isolated component failure in main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was detecting the main power supply as an external battery and failed to charge the internal battery. There was no patient injury reported as a result of this incident.